Event description:
It was reported that the customer's pump does not make an audible sound when a button is triggered. Customer stated that they had an alarm but was not able to hear it. The customer's blood glucose level was 261 mg/dl, but stated that it was normal.